Event description:
I am an optometrist. A patient of mine received contact lenses from hubble contacts that I did not prescribe for him. He wore those hubble contacts and developed an infiltrative keratitis (an inflammatory reaction on his cornea) as a result of wearing those contacts.